Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. No unexpected failed battery test alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, scratched case and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer 's blood glucose unknown mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.